Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 448 mg/dl at the time of incident and current blood glucose was 169 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The insulin pump will not be returned for analysis.